Event description:
It was reported that during an endoscopy procedure that partial deployment of stent occurred. The physician was attempting to implant an ultraflex tracheobronchial stent; however, the "stent did not spread out" and the procedure was completed with another of the same device. There were no patient complications reported; however, the procedure took longer.

Manufacturer narrative:
Visual examination of the stent found that it was fully expanded in diameter. The end stent row was collapsing down on itself at each end. Product analysis confirmed that the returned stent was fully expanded in diameter. Visual examination found that the stent row at each end of the stent had collapsed in on itself. As part of our manufacturing processes, all units are 100% visually inspected for any possible damages and are packaged appropriately in order to protect the device from external damage during shipment. A review of the manufacturing record for this particular batch that this device met its material, assembly and product specifications at the time of its release to distribution. This complaint has been highlighted to the relevant personnel. No further corrective action is planned at this time, however we will continue to monitor this type of complaint to ensure that there is no compromise in product quality. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. Root cause description analysis of the returned device could not identify any issue with the actual device that would have contributed to the complaint reported.